Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) investigated the unit for the error of display was red. Once the screen was turned on fse noticed the upper screen was working but the screen was red. Replaced the upper display lcd. Upon reviewing the logs there was no major faults in the logs. Functional test performed and the device was working without any issues or failures. Iabp full pm, safety, calibration, and functionality checks to factory specifications were completed on the pm service. The failure analysis and testing dept. Received display top lcd with a reported unit failure of a red display. The fat performed a visual inspection and found the part to be in good condition. The fat installed the screen in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retained the part in the failure analysis and testing department per procedure.

Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) display is red and not functioning. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.